Event description:
It was reported via repair work order that the side rail would drop quickly when becoming unlatched due to damaged assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.